Event description:
The customer reported the ventilator was alarming with no air output during operation. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician confirmed the reported problem. The service technician reported the blower was not operational. The service technician will replace the blower to address the reported problem.